Event description:
Boston scientific received information that during a routine follow-up appointment, this right ventricular (rv) lead exhibited impedance measurements of 1553 ohms. At the next follow-up appointment, the impedance measurements were greater than 2000 ohms. All other measurements were appropriate. As a lead fracture was suspected, a revision procedure was scheduled. During the revision procedure, the lead was found to be pulled tight with significant tension between the lead tip and the heart tissue. The lead was tested through the pacing system analyzer (psa) and impedance measurements were 1600 ohms. When tested through the device, the measurements were again greater than 2000 ohms. As a result, the device was made to explant the device. The lead was connected to the new device and measurements remained greater than 2000 ohms. Therefore, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted body fluid contamination in the lead barrels and scratches on the case. The seal plugs were intact and the set screws operated appropriately. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Impressions in the lead barrels that were left by the lead seal rings indicate that the leads were fully inserted into the header. As a result, the clinical observations were not able to be confirmed.